Manufacturer narrative:
(B)(4). Baxter has conducted batch reviews for potentially associated lots (gd878223, gd878199). And there were no defects noted during the manufacturing process. The root cause of this peritonitis incident was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress..

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Follow up information will be submitted as it becomes available.

Event description:
During a follow-up call with the patient regarding a separate issue, baxter was informed that the patient was diagnosed with peritonitis on an unknown date in (B)(6) 2010. The patient stated she was treated with an unknown antibiotic for three weeks. Baxter contacted the patient's pdrn who confirmed the diagnosis; however, he stated due to (B)(4) policy, he was unable to provide additional information regarding cultures or treatment for the patient. The pdrn did state that the patient had not yet resumed peritoneal dialysis therapy.